Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory and completed the device evaluation. The mcs tip cover accessory was analyzed and investigation could neither confirm nor replicate the customer-reported complaint. The tip cover accessory was attached to an in-house mcs instrument with no problem. The instrument was attached to an in-house system. The instrument moved intuitively in all directions with a full range of motion. The accessory remained attached in the correct position. No product issue was identified. The tip cover accessory was cut in-house during removal from the in-house mcs instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) tip cover accessory came off slightly from the mcs instrument. The user completed the procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the mcs instrument and mcs tip cover accessory were inspected prior to use. A return electrode was used on the right thigh.